Manufacturer narrative:
Unit received with unresponsive buttons, problem isolated to keypad assembly. Unable to verify unexpected battery power loss, perform displacement test, sleep current measurement, active current measurement or selftest due to unresponsive keypad. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.